Event description:
The manufacturer received information alleging that an obstructive alarm occurred on a ventilator. No patient harm or injury was reported. A philips service representative evaluated the device and determined that the main flow sensor board needs to be replaced to address the reported issue.